Event description:
It is reported that a customer has issues regarding their insulin pump's sensor not responding. The patient's blood glucose was not recorded. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer said he will change the sensors but stated that if he still had problems then he will call back and have the sensors shipped back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.